Event description:
It was reported that (1) device was used during a rectum procedure. It was reported by the affiliate that the surgeon wanted to use the atb45 device on the rectum. After having grasped the tissue, the jaws were closed, actioning the 1st trigger with difficulty and with a strange noise. Actioning the 2nd trigger another strange noise was heard. The 2nd trigger had become mortised on the 1st trigger. The opening was very difficult to do and it was noted that the device had not cut and the staples had not been fired. Another device was used to complete the case. There was no consequence to the pt.